Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. A getinge field service engineer evaluated we have been informed that the reel of the doppler blood flow meter attached to cardiosave was damaged. Performed doppler reel replacement work. Because it is an accessory, it is not used by patients and there is no health hazard. Replaced doppler tether assembly. No patient involvement. The defective components were received for further investigation. The failure analysis and testing dept. Received doppler tether assembly with a reported unit failure of the doppler reel being damages. The fat performed a visual inspection and found that the doppler reel cord was not able to retract. The reported issue was verified. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a daily inspection performed by the customer the cardiosave intra-aortic balloon pump (iabp) unit reel of the doppler blood flow meter attached to cardiosave has been damaged. There was no patient involvement reported.